Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
A friend or family member of the patient reported that the patient has been having issues recharging their implantable neurostimulator (ins) since (B)(6) 2016. It was stated that they are seeing a normal charging screen and have all 8 coupling boxes shaded, but the ins charge level has not incremented past 25%, with the recharging issues noted as intermittent. When attempted to verify the ins status is was indicated that the ins charge level is low, so the patient began a charging session and the ins charge was flashing at 25% with all 8 coupling boxes shaded. The patient has been charging at least 8 hours on date notified and 8 hours on the day prior to date notified, but have not seen any progression in charge level. However, it was then confirmed that the patient had been charging for a combined 8 hours. The caller stated that the patient holds the ins recharger (insr) in place with their hand, and ar adamant that they check the insr screen during charge sessions to ensure the patient is still getting good coupling and are seeing a normal charging screen. There were no out of box failures or patient symptoms alleged. A replacement insr was sent to the patient. The patient's indication for implant is parkinson's dual and movement disorders.